Event description:
Additional information was received indicating that the leak was located next to the pressure reservoir.

Manufacturer narrative:
B5 clinical narrative updated. Section d4 catalog number was corrected.

Manufacturer narrative:
Additional information has been provided in d4 and d9. Corrected information has been provided h3. Fluid leak-side arm: the cause of the fluid leak-side arm was not determined due to no defect found on the returned pump and insufficient clinical details.

Manufacturer narrative:
Leak identified to be fluid leak-side arm based on the newly acquired information.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced leaking from the purge. No patient harm was reported.